Event description:
One week post deployment of the angio-seal device, the pt complained of claudication upon mild exertion. A non-invasive ultrasound doppler exam revealed significant stenosis. The physician's notes dated 5/24/00 indicate right lower extremity claudication, coronary artery disease and hypertension. In 2000, a right femoral endarterectomy was performed. A pre-placement angiogram was not performed prior to deployment of the angio-seal device.